Manufacturer narrative:
The customer's result was reproducible during the investigation. Investigation of the patient sample found strong evidence there is an interferent in the patient sample. These interferences are documented in the package insert. The reagent performed within specification. Usually, (B)(6) antibodies would not be present in (B)(6) patients. However, possible explanations why there are (B)(6) antibodies present in this specific case include non-protecting antibodies, previously generated antibodies, or current infection with (B)(6) escape mutant. No device malfunction was detected.

Event description:
The customer received questionable antibody to (B)(6) surface antigen (B)(6) results for one patient sample. The initial sample was tested for multiple (B)(6) tests: the (B)(6) result was positive (B)(6). The positive result was confirmed (by a neutralizing test). The (B)(6) result was positive (121 ui/l). The sample was also positive when repeated, the repeat result was 113 ui/l. The 113 ui/l result was reported outside the laboratory. The (B)(6) result was positive (0.01, no units of measure were provided). The sample was sent to another laboratory where it was tested on an abbott analyzer: the (B)(6) result was positive (1500, no units of measure were provided). The (B)(6) was <8 ui/l. Patient treatment was not altered, delayed or withheld because the sample was repeated at the other laboratory. No adverse event has been alleged regarding the discrepancy. The (B)(6) reagent lot number was 158997.

Manufacturer narrative:
Medications listed were started in (B)(6) 2010. The exact dates were not provided. This event occurred in (B)(6).